Event description:
A consumer reported he experiences flashes of light in the center of his eye when he moves his head, following intraocular lens (iol) implant surgery. The surgeon reported patient has possible edge glare or questionable posterior vitreal detachment (pvd) effect.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history records review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested via phone on 08/13/2008 and via fax and mail on 08/14/2008. A completed questionnaire was received.